Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention procedure, death occurred. In (B)(6) 2010, the subject presented with stable angina. The index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal of the left circumflex artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 4.0 mm. Target lesion #1 was treated with pre dilatation and placement of a 4.00 mm x 12 mm taxus liberte stent delivery system. Following post dilatation, residual stenosis was 0 %. On the next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject was treated laparoscopically for hiatal hernia. The subject was diagnosed with gi bleeding and treated with fluid replacement and blood transfusions. On the fourth day, the subject presented with difficulty breathing. The subject was intubated; a nasogastric tube drained dark, coffee-ground material. The subject was found to be hypotensive with agonal respirations. The subject was diagnosed with multisystem organ failure and hospitalized on the same day. Computed tomography (CT) scan of the chest was negative for pulmonary embolism, but revealed moderate ascites in the abdomen with free air suspicious for hemoperitoneum/ pneumoperitoneum. The subject was intubated again for respiratory distress and became unresponsive. On the sixth day, the subject was made dnr code status. At 4:10 hours, the subject was pronounced dead. Per death certificate, the immediate cause of death was multisystem organ failure; underlying cause of death was multifactorial shock.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).